Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu0577 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the administration of a course of chemo, the patient disconnected her treatment and venous return occurred. It was stated that the "check valve" did not work. In the end, the PICC was able to stay in place.